Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. The 2.75 x 18 mm xience v stent was advanced and implanted in the lesion. A distal edge dissection was observed; therefore, a 2.75 x 23 mm xience v was implanted for treatment. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection, is listed in the instructions for use, as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure.